Manufacturer narrative:
The calibration was acceptable, and the quality control (qc) results were within the range. The customer has moved to cov2t reagent lot 010. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43". A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for samples from eight patients that were considered discordant with the nonreactive (negative) results obtained when testing more than one replicate of the sample for each patient. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00201 on march 25, 2021. On july 1, 2021 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive results. Results of the investigation indicate that although non-reproducible false reactive results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore the product is performing as intended. A product problem has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.